Event description:
During evaluation of a returned spectrum iq infusion pump, the device had low audio. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device had low audio. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be loose speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.